Event description:
Boston scientific received information that over a few months there was a gradual increase in shock impedances on this right ventricular (rv) lead, which later resulted in greater than 125 ohms. Pacing impedances had also increased from 400 to 800 ohms. Boston scientific technical services (ts) recommended further lead testing. No adverse patient effects were reported.

Event description:
Additional information was received that the patient will be scheduled for defibrillation threshold (dft) testing.

Manufacturer narrative:
Subsequent information was received that approximately eight months later, this rv lead was surgically capped and abandoned during an elective device explant procedure. It was reported that the patient's ejection fraction was 60 percent and the patient requested system removal. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.